Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model unknown, serial number/date code (B)(4) is unconfirmed. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
(B)(4). Consumer states sitting on rollator while doing the dishes and states the frame cracked. Near the weld going down toward the caster. When the rollator collapsed consumer fell on the floor rolled underneath the kitchen table. Scooted to steps and got up and laid down in bed. Called pharmacy to get some tylenol. No breaks or bruises. Did not seek medical attention. Has had for two years. MDR filed.